Event description:
It was reported by a customer that, during patient use, the 840 ventilator graphic user interface (gui) had a blank display. The patient was transferred to another ventilator. There was no reported patient injury.

Manufacturer narrative:
(B)(4). A graphic user interface (gui) printed circuit board (pcb) was received for investigation. A visual inspection was carried out and no anomalies were observed. The gui pcb sample was attached to a test ventilator. The ventilator failed the power on self-test (post) and generated a gui inop condition, resulting in a blank display. The fault was isolated to the vga controller, and those vga controller devices are now obsolete. No further investigation or repair was possible on this pcb as no replacement components are available. The customer reported malfunction was verified.

Manufacturer narrative:
At this time, no repair information is available. (B)(4).